Event description:
It was reported that the customer experienced a cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer was guided by technical support to wait for 20 minutes after the pump came out of storage mode before starting a sensor session. Technical support also provided instructions for resetting the pump, which resolved the error, allowing the customer to successfully start their sensor session.